Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is first of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that viscoelastic product was used during multiple cataract surgeries after which small, metallic-appearing particulates were noted within the corneal primary and side port incisions. The surgeon stated that these particulates were not evident until immediately following the withdrawal of the ophthalmic viscoelastic device (ovd) cannula from the corneal incisions. The particulates were remained evident in the incision sites one-day postoperative examination.

Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted. The manufacturer internal reference number is: (B)(4).